Event description:
It was reported the patient experienced burning and pain at the sacral area of the body that started about a month ago. The site of the implant was also painful in the last week. The patient stated that when the burning pain was going from the device to the lead; she turned the stimulation off and right away had some relief. She was just sore at that site now with the stimulation off and would keep the device off. The patient could not attribute any particular event to the event. The patient noted that she does not have a colon. The patient had a gastric stimulation device that was implanted on the same side of the body as the urinary stimulation device. The patient noted she did not have a managing physician for the device as she had relocated. Further info received from the healthcare provider indicated she believed the lead had migrated. Additional information has been requested; a follow-up report will be submitted if additional information becomes available.

Event description:
Additional information received reported that the pain / burning started a few months ago, but didn't happen all the time. It was noted the patient did not have a colon and felt like stool was "holding there". Whenever she got rid of the stool her symptoms got better, but recently the symptoms worsened and the patient could not get rid of the pain. The patient also experienced pain over the battery pack to the sacral area. The patient was on a fentanyl patch and hydrocodone, but they weren't helping.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v010004, implanted: (B)(6) 2006, explanted: (B)(6) 2011, product type: lead. Product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2011, product type: extension. (B)(4).

Event description:
Additional information received reported that the patient's sacral pain that was like nerve pain became so bad that they finally had their system replaced in 2011 and the sacral pain stopped. The patient believed they had lead migration because they were in so much pain.

Manufacturer narrative:
(B)(4).